Manufacturer narrative:
The pad-pak was first successfully installed by the user in august 2010 and performed to specification up to the 31st august 2014. Multiple manual power ups, mainly of 10 minutes duration were recorded between 6th september 2014 and the 5th october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the device being observed switching on would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.